Event description:
It was reported that during a pneumonectomy, while cutting the "ateria pulmonalis," the stapler did not staple. Firing was easier than normal, firing noises were normal, and then cut the "ateria," bleedings, sutured by hand; patient got 3-4 banked blood than normal. Completed with same like device. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Event description:
It was a cancer surgery, the surgeon did not use a forceps for proximal control, as there was not enough space left between surgery field and the aorta.

Event description:
The surgeon did not use forceps for neither proximal nor distal control of the vessel.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4).